Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy within the sigmoid colon performed on (B)(6), 2012. According to the complainant, after locking the clip onto the colon wall, it failed to release from the delivery catheter. However, after several deployment attempts, the clip separated from the catheter and detached from the tissue in the closed state. The case was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.